Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the biopsy channel of the subject device tested (B)(6) for (B)(6) (1cfu/endoscope). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility the subject device tested positive for pseudomonas aeruginosa. It is unknown in which part of the scope the microorganisms were found. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.